Manufacturer narrative:
The system was disposed of by the facility and was not available for further testing. Based on the information reported to saluda, it is expected that the explant was performed due to inadequate pain relief. Inadequate pain relief following system implantation or over time is a known potential inherent risk of the system and is identified in the manufacturer's instructions for use (IFU). The closed loop stimulator logs were reviewed which identified disconnected electrodes and the device turning off due to low battery. Based on the information available to saluda, the exact reason for explant is unknown. Manufacturing records have been reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent an explant procedure. The patient had previously reported not receiving adequate pain relief. However, troubleshooting was not performed and saluda was not informed of the reason for explant.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent an explant procedure. The patient had previously reported not receiving adequate pain relief. However troubleshooting was not performed and saluda was not informed of the reason for explant.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.